Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient's friend mentioned a fall a few days before. The patient also had a seizure, which she has a history of, and her husband found her on the ground approximately 3-4 days before. The patient was going to see a surgeon to schedule surgery. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient had a revision surgery and the issue was resolved. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of cervical/neck and spinal pain. It was reported that the controller displayed a ¿system problem¿ screen and ¿rm04.¿ it was noted that the screens appeared when the patient tried to charge their ins. It was also reported that the patient was in their home on (B)(6) 2018 and they felt a few jolts. The patient went on a car ride 30 minutes later and tried to use the controller, but it showed a ¿settings not available¿ message whenever they tried to do anything. An impedance check was performed and all contacts showed ¿do not use¿ and were greater than 40,000 ohms on all reference electrodes. It was also reported that the patient was having pain and did not feel stimulation. The patient planned to follow up with their surgeon. No further complications are anticipated.